Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "it was thought that the patient was infected. The patient was brought in for a wash out and poly exchange."